Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the act button was not functional on the insulin pump. The customer's blood glucose was 248 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported the insulin pump was vibrating prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.